Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the idc coil is designed to be delivered under fluoroscopy with a 0.53 mm (0.021 in) inner diameter (i.d.) Microcatheter (e.g. Renegade¿ microcatheter) with one radiopaque (ro) tip marker. (B)(4).

Event description:
It was reported that a coil protrusion occurred. A 6mm x 20cm interlock¿ was selected to treat a bleeding, mildly tortuous hepatic artery. During procedure, after a non bsc microcatheter was inserted, the coil was attempted to be delivered. However, the coil became unraveled and was unable to coil up. Furthermore, the distal side of the coil protruded to the lesion while the proximal side of the coil remained in the sheath with the coil and pusher wire interlocked within the introducer sheath. The device was then removed from the patient's body and completed the procedure with a different device. No patient complications were reported and the patient's condition was stable.